Event description:
The patient's mother reported that the patient was overdosed due to calculations for a bolus amount to clear the catheter after dye study. Specific overdose symptoms and treatment were not reported. The patient's mother reported that the patient "is recovering". Additional information was requested from hcp, but the reported event was not verified by hcp.